Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a three-level (c4 ¿ c7) anterior cervical discectomy and fusion (acdf) procedure, the final expansion-head screw being inserted into the cervical spine locking plate-variable angle (cslp ¿va) at c7 broke the locking ring on the plate. The broken fragment was retrieved. The entire construct was removed, and replaced with a larger cslp-va plate, three (3) rescue screws, and five (5) of the original expansion-head screws. There was a fifteen (15) minute surgical delay. The surgery was completed with no further problem. Patient was reportedly stable following the surgery. Concomitant devices reported: 4.0 mm cortex expansion-head screws (part 450.127, lot unknown, quantity 8). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation including was performed for the subject device (ti cervical spine locking pl variable angle 3 level/57mm, part number 450.175, lot number 4215241). The subject device was received for investigation with the complaint stating that the locking bushing of a cslp plate (450.175) ¿broke¿ while implanting the final expansion head screw; the fragment was retrieved. The construct was removed and replaced resulting in a fifteen minute surgical delay. The returned device was examined and the complaint condition was able to be confirmed as the bottom left hole was found to be missing a bushing which was returned separately. The returned bushing was found to be intact, but deformed. Additionally the bushings on the top left and both the top and bottom right holes were found to be misaligned. The 57mm three ¿level va cervical spine locking plate (450.175) is a component of the cslp va implant set (105.8944) and is noted in the cslp variable angle technique guide. The cslp va plate allows for variable screw angulation through the use of expansion head self-drilling screws. Relevant drawings for the returned implant were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A definitive root cause was not able to be determined based on the reported information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date subject device was received by manufacturer for evaluation. A device history record review was performed for the subject device lot 4215241. Manufacturing location: (B)(4). Date of manufacture: jan 23, 2001. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently undergoing evaluation. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.